Manufacturer narrative:
Evaluation results: (death). (Presented with a ruptured aneurysm prior to device placement). Conclusion: (presented with a ruptured aneurysm prior to device placement). (Aneurysm ruptured prior to stent graft placement).

Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of ruptured abdominal aortic aneurysm. It was reported that the patient presented to the emergency room with a ruptured aneurysm at a small hospital. The patient was flown to a larger hospital. The physician elected an endovascular repair for treatment. It was reported that the patient expired the following day, post stent graft implant due to the blood loss from the ruptured aneurysm prior to stent graft implant.